Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 18, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged visualization of particles that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation manufacturer observed ui (users interface) knob broken, the air outlet port had light dust-like contamination in it, air inlet had tan dust-like contamination in it, pca (printed circuit assembly) had light dust-like contamination all over the top of it, light dust-like contamination on the top of the blower box lid and surrounding area, light dust-like contamination on the top of the blower motor and inside of the blower box, bottom enclosure had light dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it, the sound abatement foam was intact and had light dust-like contamination on top of it, evidence of sound abatement foam degradation/breakdown was not observed in this device. During internal and external investigation of humidifier manufacturer observed the following: flip lid seal had unknown contamination on it, white and tan dust-like contamination, throughout humidifier enclosure, unknown white dust-like contamination on and under the heater plate, unknown white dust-like contamination on the dry box seal, potential mineral deposits inside water chamber, unknown white and brown dust-like contamination in the iso port (international organization of standardization.), the contamination found in the humidifier enclosure are considered not to be in the airpath. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust like contamination and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.